Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the first black reload was not able to close properly and was unable to fire. When used with the two green legacy reloads, the device was also not able to fire. The product was replaced to resolve the issue. There was no patient injury.